Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. D4: provided information suggests that lot number could be 7216410 or 7335542 for the device with lot number 7216410: manufacture date: aug 3, 2022 (bridgend, UK), expiration date: aug 3, 2032, UDI: (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: provided information suggests that lot number could be 7216410 or 7335542. D10: cat #: 110024462, lot #: 65693056, g7 dual mobility liner 40mm d. Cat #: 110024462, lot #: 65698952, g7 dual mobility liner 40mm d. Cat #: ep-200146, lot #: 65690347, act artic e1 hip brg 28x40mm. Cat #: 650-1159, lot #: 3111506, delta cer fem hd 28/-3mm t1. G2: foreign: australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 year later due to joint impingement. Attempts have been made and no further information has been provided.